Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced on the pump screen, seen 1303 and error 35. Customer reported that the pump was exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1782k. Customer reported a critical pump error other than the open book image error or critical pump error 24. No harm requiring medical intervention was reported. Mmt-1782k was requested and customer response was the device will be returned. The customer will discontinue to use of the device.

Manufacturer narrative:
Unit powered on with open book image. Unable to perform displacement or self test due to open book image. Unit was successfully downloaded using thus software. On adapt, pump error 35 was recorded on (B)(6) 2024 13:02:00.000. Pump was cut open to perform a visual inspection and found moisture damage on pcba1, force sensor, j7 connector, and motor assembly. Test p-cap locked in place properly during testing. The following damages were noted: battery tube threads - cracked, cracked case (battery tube), cracked case, cracked keypad overlay, pillowing keypad overlay, stained keypad overlay, corroded home switch, and scratched case in summary, open book image confirmed. Open book image due to pump error 35 triggered by moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.